Manufacturer narrative:
H11: a review of complaints database confirmed that no similar events have been reported for this unit since its manufacturing date in 2020. Based on investigation findings and serial readout analysis, the most likely root cause of the event is a transient electrical or connection-related disturbance that temporarily interrupted electronic drive/control of the s5 hlm pump. The logged runaway_peak events and the successful restoring of the pump functionalities are consistent with a brief, self-clearing event (e.g., momentary power/connector/communication disturbance) rather than persistent hardware or software failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a mast roller pump 150, used as arterial one, stopped during a cardiopulmonary bypass (cpb) procedure, after implementing safety measures and initiating total flow cpb. The patient's arterial flow was interrupted for approximately thirty (30) seconds. Also the pump panel stopped the function. There was no patient injury.

Manufacturer narrative:
H11: livanova deutschland manufactures the mast roller pump 150. The incident occurred in bogota, colombia. Further details on the event was received. The main roller pump suddenly stopped, activating audible and visual alarms. Despite attempts, the module did not respond to restore flow. In this situation, the surgical team immediately proceeded to initiate manual flow using the hand crank. The circulatory stop time was approximately thirty (30) seconds. Subsequently, after restarting the equipment, the panel restored its electronic function, and the maneuvers of the procedure resumed. Necessary controls were performed during cpb, recording parameters within acceptable ranges and managing electrolyte deviations. The patient gradually exited the cpb without any additional complications. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. However, as a precaution, it was suggested to use the pump as a suction one for now. The serial read-out of the pump (real time device parameters and setting recording file) was extracted and analysed. In the date of the event, a runaway_peak was recorded. This error message can be due to: - pump hand cranked or manipulated, but not switched off (user error); - hardware reset of the pump (off/on); - defective motor control board/hall sensor in the pump head. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.